Event description:
It was reported that the patient had a replacement surgery to replace the pump of an ams 700 inflatable penile prosthesis (ipp) due to the device not functioning properly. There were no patient complications and the patient has fully recovered.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination did not identify any leaks in the cylinder, pump or the reservoir. Analysis identified that the kink resistant tubing (krt) of the reservoir and one cylinder were worn to the filament. Functional testing of the momentary squeeze (ms) pump identified the component did not pass the inflation test. Product analysis concluded these activation issues could affect the functionality of the device.

Event description:
It was reported that the patient had a replacement surgery to replace the pump of an ams 700 inflatable penile prosthesis (ipp) due to the device not functioning properly. There were no patient complications and the patient has fully recovered.